Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic due to symptoms unrelated to the event. Upon interrogation, the pulse generator exhibited an error message and magnet was not responding. It was noted that the device exhibited backup vvi operation. No intervention was performed due to the patient suffered from dementia.